Event description:
When using an abl720 blood gas analyzer wrong ph-values were measured. The wrong values were caused by a clot in the ph measuring chamber. According to our internal guideline ve.kva.0029, all measurement errors because of clots are reportable.